Event description:
Inappropriate therapy, undersensing, coil fracture, threshold increase. When dr. Opened pocket, he noted a "dent" in lead. With stress on lead, "wire" could be seen. When stylet was put down lead, it came out the side at dented area.